Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine plus¿ pen needle was missing the inner shield. This was discovered before use. The following information was provided by the initial reporter: inner shield was missing.

Event description:
It was reported that bd micro-fine plus¿ pen needle was missing the inner shield. This was discovered before use. The following information was provided by the initial reporter: inner shield was missing.

Manufacturer narrative:
H.6 investigation summary : eighty four sealed and one open 32g x 4mm pen needle samples were returned from lot. No. 9141565, cat. No. 320136. Visual examination was carried out on the eighty-four sealed samples and no issues were observed. Visual examination of the open sample was also carried out and evidence of a teardrop label being applied to the cover was observed. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications." No issues were observed with the returned samples therefore no root cause can be identified.